Event description:
Caller alleged discrepant troponin I (tni) results on triage cardiac panel test vs. Vitros analyzer for patient b. Pt b was tested at the brown clinic main location. The pt was sent to the hospital due to elevated tni results. At the hospital, pt's blood was drawn and tested three times at the hospital on the vitros analyzer. The pt was admitted to the hospital.

Manufacturer narrative:
Discrepant high or elevated troponin I (tni) was not observed with whole blood normal donor samples. Two (2) whole blood donor samples out of 30 were outside the range <-0.10. This passes mfg specs. No sample was returned for testing. Product deficiency was not established. As of (B)(6) 2012, there are two total complaints against cardiac lot w49742.